Event description:
It was reported that the patient presented to the ER after receiving several shocks. Review of the egms showed noise. The noise was not reproducible. All other measurements were according to specification. The inappropriate therapy occured while the patient was operating a lawnmower. The lead was capped and replaced.

Event description:
New information received notes rv lead fracture was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.